Event description:
The following was reported to hamilton medical ag: the red x on the tesla spy board is blinking, unable to reset the tesla spy board. When the vent is turned on there is a constant alarm. Further information received: I spoke with the rt that was with the patient when the mr1 failure occurred. The vent malfunctioned in MRI when it rolled too close and apparently touched the MRI machine. The screen went blank and the vent did not continue to ventilate. The rt immediately disconnected the mr1 vent and used the ambu bag to ventilate. The patient was unharmed. After the incident the ventilator was taken to rose biomed, they were able to reset the mr1 and it has functioned without issue since then.

Manufacturer narrative:
This case was sent in test environment of the webtrader on 11th january 2023 by mistake. Due to this mistake, the case is now sent in late in the productive environment of webtrader. We apologize for the mistake. Investigation: no patient harm occurred. Hamilton medical has not received the device for investigation. However, we were informed by the respiratory rep of the hospital involved that the issue occurred when the vent got too close to the MRI. The ventilator cannot get too close to an MRI otherwise it will compromise its functionality. As correction, the teslaspy protector board was installed which will inform the user if the device gets too close to an MRI. Performed all service software tests and function tests. Hamilton medical ag considers this case as closed. Hamilton medical ag case number is: (B)(4).